Event description:
It was reported that during central processing procedure, the 8mm small grasping retractor instrument was found to have a broken cable. The customer reported event had no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the distal end.